Manufacturer narrative:
Device received unable to perform the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test due to broken/detached end cap.

Event description:
The customer reported via phone call that the broken on bottom of insulin pump near drive support cap. The customer¿s blood glucose level was 130 mg/dl. Troubleshooting was performed for damage. Customer was advised to the insulin pump would need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.